Event description:
The following information was provided: it was reported that the patient's left knee was revised due to loosening of the femoral component and subsidence of the baseplate. The femoral component, insert, and baseplate were revised, patellar component retained. There were no allegations against the revised insert. Rep can provide images, and confirmed that no further information will be released by the hospital or surgeon.